Event description:
The cap is tight during the day, however, at night the connection is not secure and seems loose. Additional information received from baxter indicates that the lineo cap/lineo shell connection was the connection that was noted to be loose. The pt noticed the loose connection during wakening hours while on therapy. The pt always felt that connection in general was loose. No pt injury or medical intervention was associated with this incident per baxter.